Event description:
End-user reports a very itchy red rash accompanied by small red bumps under skin barrier of both wafer and tape border extending below stoma at right lower quadrant. End-user indicates that the small red bumps produces a whitish discharge with a foul odor. End-user states that the rash has been intermittent over a few months, but it has since gotten worse. Product has been in use for about 4 months.

Manufacturer narrative:
The event as described is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 4" (may result in serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure.) It is reported that end-user has spoken to her physician about the rash, but he did not look at it. It is also reported that physician ordered hydroxyzine for itching, and advised her to see a wound care nurse. The wound care nurse provided instructions in the use of adapt power, and torbot liquid bonding cement. This treatment has improved product's wear-time, but the rash has gotten worse. It was also discussed that the description of the rash could be a possible yeast infection, and to use a powdered anti-fungal medication according to physician's orders. Lastly, end-user indicates that she will call physician again for f/u. No additional pt/event details have been provided to date. Should additional info becomes available a f/u report will be submitted. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware. See scanned pages.